Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that during the adc freestyle libre sensor application, the sensor was stuck in the cup and was unable to apply as the sensor was missing the middle filament part. As a result of being unable to monitor glucose levels, the customer experienced symptoms described as ¿legs felt heavy¿ and a loss of consciousness. The customer was seen at the hospital where she was administered 28 doses of humalog for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.